Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea. Additionally, the patient alleges that the device has a burning/smoke/electrical odor. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer and forwarded to a third-party service center for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea. Additionally, the patient alleges that the device has a burning/smoke/electrical odor. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer and forwarded to a third-party service center for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
The manufacturer reported incorrect information in the previous report. The following correction has been updated in this report: in previous report missed to capture some information in b5 verbiage and coding's it was captured in this report. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings and dust contamination were observed. The device's downloaded logs were reviewed by the manufacturer. There were 2 error codes found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box h: device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.